Event description:
Nasal surgery done in 4/94. Ent surgeon used x-ray film as nasal splints following surgery which were not removed until one week after surgery. Surgeon says this is a usual procedure but rptr has complete loss of smell.